Event description:
Per medwatch mw5108972: patient reports at around 4 am this morning pump was alarming for 'no disposable, pump won't run'. Patient tried reattaching cassette, then tried putting cassette onto the back-up pump but it was also alarming with the same message. Patient then mixed a new cassette and put it onto the pump that was originally alarming and it is now working fine. This is a cassette issue, not pump issue. Patient does not have the lot number for cassette. No further information, details or dates available. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? Yes. Did we [MFR] replace the cassette? Yes. Did the patient have add'l cassettes they were able to switch to? Yes. If yes, was the pt able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Additional information received by smiths medical/ICU on 17-may-2022 via email and attached to complaint object: (the email stated that the length of the flow was continuous and patient details was updated).

Manufacturer narrative:
D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: two cassette samples were returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that there were no damages, kinks, or cuts. The samples were received without the blue clip and luer cap assembled. The customer reported problem was not confirmed during the investigation as the returned samples could be connected without problem and they passed the delivery accuracy test. Root cause of the reported event is unknown since the complaint was not confirmed. A CAPA was opened to investigate the failure mode of the reported issue which is ongoing. No actions were taken due to the complaint was not confirmed. No lot number was provided therefore, a manufacturing device history record DHR review could not be performed., corrected data: d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown, g3: correction: report source: other mw5108972